Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7230884.

Event description:
It was reported that the patient was sent to emergency department for pain medication due to procedural pain. Imaging was done and no issues were found.